Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of a catheter c315his02 rightsite, significant resistance was encountered when attempting to flush and insert the dilator into the catheter. Additionally, it was noted that there was no sealing valve inside the hub of the catheter. The catheter was assembled on the sterile table and was not in contact with a patient. There was no patient involved.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum detached from the hub of the delivery catheter. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. The septum of the delivery catheter was separated from the hub of the delivery catheter. The dilator of the delivery catheter was flushed with no anomalies found. The delivery catheter was flushed, and resistance was felt during flushing. There was an obstruction at 4cm within the hub of the delivery catheter. The hub of the delivery catheter was cut, and the septum was found pushed down into the hub of the delivery catheter. The septum of the delivery catheter was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.